Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted, and a follow-up report will be submitted after all investigation activities are complete. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. 4 sensors were reported (serial numbers unknown) and all have been captured under this submission. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: a customer reported experiencing issues with 4 adc devices. The customer indicated that they were ¿unable to read blood glucose; I have been using libre 2 continuous blood glucose monitor, cgm. I have now had 4, going on 4 faulty sensors that have been replaced due to them stopped working, didn't work at all or barely worked. I have compared the values to my finger stick glucometer. The values tend to be extremely different. Their product is a failure in my opinion as a medical device¿. No further details were reported and there was no report of an adverse event occurring or third-party treatment provided for the reported issues. Based on the information provided, there was no report of serious injury associated with this event.